Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.

Event description:
Revision operative report of (B)(6) 2023 - postoperative diagnosis- failed right total knee arthroplasty secondary to aseptic femoral loosening, osteolysis; morbid obesity bmi 41. Patient was revised to competitor¿s devices. Marked synovitis. Evidence of polyethylene wear on the undersurface of the patella. No gross evidence of polyethylene wear of the actual insert. Sterile dressings were applied, and the patient was awakened and transferred to the recovery room. There is no other patient/medical information provided. There are no x-rays or images provided. Devices were not returned. There is no other information available.

Manufacturer narrative:
D10. Concomitants -product information: 02-012-44-4015, logic tibia implant psc insert, sz 4, 15mm (B)(6). Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Patella (ref 200-02-35, sn (B)(6). Tibial tray (ref 02-012-40-4040, sn (B)(6). Pending investigation. There is no other information available.